Manufacturer narrative:
(B)(4). Baxter received the device an dan evaluation is still in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has a system error 322. It was also reported there was no patient injury.